Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d4, d9, g3, g6, h2, h4, h6, h11. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. Product was returned and visually examined. The inserter associated with the provided item and lot number does not have a black plastic tip by design and no black plastic was returned with the item. Nothing was returned which was broken/fractured. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. Complaints are monitored per complaint trending process. The item described in the complaint description is different to that which was returned because it references a black tip. The oxford cementless implant inserter does not feature a black tip and therefore a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The primary unique device identification (UDI) number is not applicable as the lot number of the device is currently unknown. G2 - foreign: canada. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during a procedure, the black plastic tip of the cementless implant inserter fractured. There were no reported harm or consequences to the patient, and no foreign material was retained in the patient. Due diligence is in progress for this complaint; no further additional information or product has been received at the time of this report.